Event description:
It was reported that the patient underwent a revision surgery involving their artificial urinary sphincter (aus), due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 3.5 cm cuff, pump, and balloon. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation results: cuff: an overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. No escalation to ncep, CAPA, or scar is required. Balloon, pump: the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient underwent a revision surgery involving their artificial urinary sphincter (aus), due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 3.5 cm cuff, pump, and balloon. Additional information was later received indicating the patient underwent the revision surgery due to recurring urinary incontinence. It was also noted that the pressure regulating balloon (prb) was empty due to fluid loss; however, the exact site of the fluid loss was not identified. No patient complications were reported during the replacement surgery. The product was returned and analysis completed.

Event description:
It was reported that the patient underwent a revision surgery involving their artificial urinary sphincter (aus), due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 3.5 cm cuff, pump, and balloon. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient underwent the revision surgery because they experienced recurring urinary incontinence. It was also noted that the pressure regulating balloon (prb) was empty due to fluid loss. The exact site of the fluid loss was not identified however. No patient complications were reported during the replacement surgery. The implant date, as well as the lot numbers of the explanted aus components were also provided.

Manufacturer narrative:
Updated to reflect additional information. Lot number recorded. Implant date recorded.